Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rect0918 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the head nurse of PICC clinic opened the packaging for an examination after the pre- catheter placement preparation was well done, finding that the sheath was severely kinked. This could affect the smooth delivery of the guidewire and the catheter. Therefore, another mst was unpacked, which was intact and caused no other damage.